Event description:
Reported as "a pt whose band surgeons put in without difficulty 7 weeks ago. Pt came in for an initial adjustment last week, and surgeons could get no return from the port. Took pt to x-ray and shot some contrast in the port, and it appears the tubing broke at its attachment to the band." Further follow up reported by the physician clarifies events as "fractured tubing, band broke just distal to the flange, a second procedure was done to replace the lap-band system with another one."